Event description:
It was reported that low impedance, decrease in sensing and increase in threshold were observed. During the lead revision, insulation damage was found on the proximal section.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.